Event description:
It was reported that a malfunction code, malf 12, was displayed on the customer's device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any future issues arose.